Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the axes controller platform (acp) board to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that after a da vinci-assisted surgical procedure, system faulted with error 319. System logs showed axes controller platform (acp) 5 reported error 319. Customer was able to complete the case before the system faulted. Customer stated they were going to try to emergency power off (epo) the patient side cart (psc). The procedure was completed with no reported injury.